Event description:
The device was used during a total obdominal hysterectomy procedure. Reportedly, the staple lines did not form properly. The surgeon applied another device. The hospital has reported that no pt injury occurred.